Event description:
Patient called and explained that the pump was explanted since it was not working. Further, the patient explained that the initial refills were ok and he did well. Dilaudid was the drug in the pump initially (concentration unknown) and in (B)(6) 2011, when the pump was re-filled there was not as much medicine remaining in the pump as was expected. This occurred on a couple of more occasion which led to a revision.

Manufacturer narrative:
It is not appear at this point if the device is available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.